Event description:
(B)(4). I had essure placed 3 months after I had my 4th child at (B)(6). I have been progressive going down hill health wise ever since placement. I have recurrent bacterial infections, debilitating joint stiffness and pain, (B)(6) weight gain, inability to lose weight, numbness and tingling in hands and feet, severe cramping, sharp pelvic pain, hot flashes, loss of libido, painful periods and excessively heavy periods requiring me to go on oral birth control to minimize monthly symptoms, abdominal spasms, chronic pelvic pain, daily severe bloating, brain fog, diminished brain function, dizziness, nerve pain, bruise easily, heightened allergic reactions, hair changes, insomnia, anxiety, unexplained fevers, excessive sweating, blurred vision.